Event description:
I had prolene mesh 6" x 6" used to repair hernia in 2003. I had pain and blood in my urine for 10+ years before changing drs. New drs revealed the mesh had eroded into my bladder, pelvic muscles and had adhered to bone. I had part of my bladder removed to get rid of the imbedded mesh. I still have pain where remaining mesh is and have continual bladder issues. I also have severe back pain from the mesh adhering to my muscles. I am only (B)(6) and the problems this mesh has caused to my body are debilitating.